Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited an anomaly in which it failed to undergo software update. No intervention was required, re-interrogation resolved the issue. The patient was stable.

Manufacturer narrative:
The reported event indicated that during device interrogation, the merlin programmer did not automatically prompt for the device firmware to be upgraded. Review of the session records and logs were reviewed. Final analysis found the device was in telemetry lockout, resulting in the criteria not being met to prompt a firmware upgrade. No anomalies were found.